Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (abnormal shut downs) has been confirmed. Upon investigation, the monitor would reset. The abnormal shutdowns were isolated to liquid contamination of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was having abnormal shutdowns.